Event description:
It was reported that an ilet bionic pancreas screen was found cracked upon waking, with images provided by the user, and the device was replaced while the original unit remained outstanding. Symptoms included hyperglycemia to 290 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management with manual insulin injections and no professional medical intervention or hospitalization. Investigation included collection of event details and device data from the user, review of supplied photos, and arrangements for return analysis of the reported device. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Manufacturer narrative:
"The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."